Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during device exchange, the sponge got detached and blocked the working channel of the scope. It was reported that water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The device was removed and the scope was sent for repair. The procedure was completed using another scope and another rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2907 captures the reportable event of sponge detached. Block h10: a sponge was received for analysis. A visual evaluation of the returned device revealed that only the detached sponge was returned for analysis and the biopsy cap was not returned for analysis. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states: " to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. "In this case, the customer reported that they perforate the device prior to use. Since the customer did not apply water-soluble lubricant at the top of the biopsy cap as stated within the directions for use, the most probable cause of the reported event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during device exchange, the sponge got detached and blocked the working channel of the scope. It was reported that water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The device was removed and the scope was sent for repair. The procedure was completed using another scope and another rx locking device biopsy cap. There were no patient complications reported as a result of this event.